Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant product: 4543 lead, implanted: (B)(6) 2008.

Event description:
It was reported that the right ventricular (rv) lead alerted for high impedances on the rv defib and superior vena cava (svc) coils. It was noted that there were symptoms of lack of resynchronization. The lead was explanted and replaced. It was also reported that the patient received shocks from the implantable cardioverter defibrillator (ICD) device while in atrial fibrillation (af) with rapid ventricular response (rvr). The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.